Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Investigation found that the surge suppressor was faulty. Replaced surge suppressor. System tested and found to be working as intended. System returned to service.

Event description:
It was reported that the system will not power on. No pt injury was reported.